Event description:
Surgeon revised patients' knee. As per sales rep (B)(6) 2015: speaking with the dr., the reason for the patients' revision was to treat chronic pain due to suspected implant loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding tibial loosening involving a tritanium baseplate was reported. The event was confirmed through operative notes provided. Method & results: -device evaluation and results: the device was not returned for review but based on a photograph provided it appears that the keel and all four fixation pegs had been cut off from the baseplate during the revision surgery when attempting to remove the baseplate from the bone. There appears to be partial bone/tissue ingrowth, primarily posteriorly. There are two small areas anteriorly without porous coating which most likely occurred when the baseplate was being cut from the bone. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant but following were his comments: there was only fibrous tissue attached to the ingrowth surface of the tritanium which may explain the patient's pain as the component must have been loose from a bony fixation perspective. It appears that the baseplate was removed by cutting the keel of the baseplate as it is seen separate from the baseplate. The fact that the loosening occurred within 1,5-year post implantation proves that bone ingrowth fixation never occurred and thus failure is of the type of not acquiring primary bony fixation for whatever reason. The provided medical records provide no insight into any potentially involved factors. There are also no x-rays available for analysis and therefore it is not possible to evaluate quality of initial fit and stability of the tritanium baseplate in the bone. The patient was somewhat overweight with a bmi of (B)(6). In clinical practice, there are just too many potential patient-related or procedure-related factors around to play against bone ingrowth fixation and the better the rate of biocompatibility of a device, the better its defense and performance against all those adverse factors. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: based on the information provided, it appears that the baseplate was cut at the junction with the keel and all four fixation pegs, most likely during the revision surgery. The medical review indicated that bone ingrowth fixation never occurred for unknown reasons and that insufficient medical records nor x-rays were provided for a more comprehensive review. The exact root cause could not be determined because insufficient medical information was provided. Further information such as pre- and post-operative x-rays, patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon revised patients' knee. As per sales rep 6/16/2015: speaking with the dr., the reason for the patients' revision was to treat chronic pain due to suspected implant loosening.